Event description:
It was reported to vyaire medical, the vti (total inspired volume) and vte (total expiration volume) are out of specification and can not be corrected. The turbine part number was requested.no patient involved.

Manufacturer narrative:
Vyaire medical investigation file # (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : the device has not been returned for evaluation